Event description:
It was reported that this lead is exhibiting a sensing issue. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).